Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system extension set appeared to have air in the line. It was further reported, "despite proper priming of the filter, the filter was completely filled with air shortly after infusion started". The set was filled with veletri. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure and clear passage under water testing, were performed and the device operated according to product specifications. Additionally, the set was primed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.